Event description:
Information received from the field notes that during a routine evaluation, repeated interrogations of the device showed dash es (---) for many parameters and inappropriate measured data. Attempts to program rate, mode, senssor and other parameters were unsuccessful. The patient had been having a series of x-rays to the pelvis and thoracic spine due to c ancer.